Event description:
As they were positioning the stent the stent came off of the balloon and remained in the vessel not expanded. They removed the stent catheter, advanced another balloon into the lumen of the stent, and deployed the stent. No patient injury, only device malfunction.